Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013168838); product type: 0195-heart valves; product ID evolutfx-29 (r074289); product type: 0195-heart valves, select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a fluoroscopic inspection revealed no issues with the loading. During deployment of the valve, just before reaching 80% deployment, the valve moved up from the annulus into the ascending aorta. The valve was recaptured, repositioned, and redeployed. At 80% deployment, a large infold was noted at the inflow. The valve was recaptured and removed from the patient. A different valve, loading tools and delivery catheter system (dcs) was prepared and the new valve was implanted. No patient complications were reported as a result of this event.